Event description:
It was reported the patient had a urinary tract infection. It was stated the patient was given an antibiotic for an intervention. It was noted the patient had complained of urinary frequency with a strong odor and cloudy urine. It was stated the patient resolved without sequelae on (B)(6) 2011.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# v598061, implanted: (B)(6) 2011, product type: lead. (B)(4).